Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 65 mg/dl and was treated with food. The customer¿s other blood glucose was 48 mg/dl. The customer stated that the reservoir was empty even though they just changed it out today. The customer was cleaning the apartment when they started feeling low. The customer was experiencing low blood glucose for one day. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer does not alleged that the insulin pump was over delivering. The customer reported that the auto mode was not automatically delivering insulin at the time of low blood glucose event. The customer stated that the reservoir was pressed, pushed, and adjusted while connected. The insulin pump will not be returned for analysis.